Event description:
It was reported that there was damage to the upper and lower lifting bars. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Upper and lower lifting bars.